Manufacturer narrative:
(B)(4). A plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Reportedly, blood "swirls" were noted on the fibers on the dialysate side of the dialyzer 30 minutes into treatment. No dialyzer damage was visible. No blood leak alarm was generated during this event. Blood test strips were used and tested positive. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The treatment continued with a new set-up (dialyzer and bloodline) on the same machine and was successfully completed without further issue. The 2008t hemodialysis machine was pulled from the floor for evaluation following the treatment, and passed all diagnostic tests.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.